Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there is no increase in flow rate during use. After unplugging and replugging the pad connector, the flow rate increased to 3 l. One hour later, the customer reported that the flow rate had dropped to 0.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate. No additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no increase in flow rate during use of arctic gel pad. After unplugging and replugging the pad connector, the flow rate increased to 3 l. One hour later, the customer reported that the flow rate had dropped to 0. Per follow up information received via task on 28apr2025, the product will the sent to bd-approved facility for evaluation. It was confirmed that air had entered the pad attached to the upper right side of the body, but there were no spare pads, so temperature control was implemented using the remaining three pads. Also, it was confirmed that there were no health effects on the patient and that temperature control was possible with three pads. They will inform the tracking information when the sample is ready for the shipment.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no increase in flow rate during use of arctic gel pad. After unplugging and replugging the pad connector, the flow rate increased to 3 l. One hour later, the customer reported that the flow rate had dropped to 0. Per follow up information received via task on 28apr2025, the product will the sent to bd-approved facility for evaluation. It was confirmed that air had entered the pad attached to the upper right side of the body, but there were no spare pads, so temperature control was implemented using the remaining three pads. Also, it was confirmed that there were no health effects on the patient and that temperature control was possible with three pads. They will inform the tracking information when the sample is ready for the shipment.

Event description:
It was reported that there was no increase in flow rate during use of arctic gel pad. After unplugging and replugging the pad connector, the flow rate increased to 3 l. One hour later, the customer reported that the flow rate had dropped to 0. Per follow up information received via task on 28apr2025, the product will the sent to bd-approved facility for evaluation. It was confirmed that air had entered the pad attached to the upper right side of the body, but there were no spare pads, so temperature control was implemented using the remaining three pads. Also, it was confirmed that there were no health effects on the patient and that temperature control was possible with three pads. They will inform the tracking information when the sample is ready for the shipment.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue is an air leak through an adhesion gap in the laminating film. Visual evaluation of the returned sample noted one opened small arctic gel right chest pad present with no original packaging. Visual inspection noted the following: -no obvious visible defects such as cuts or tears in the foam. -no visible chips or deformities at the ends of the connector. -tubing for the pad noted no major kinks present. -hydrogel was intact with pad and not separated. -no crushed dimples or signs of overlamination in the pads. -water was present in the returned pad. The reported issue could not be verified without further testing. The pad was tested using tm0301222 rev 3. A flow rate could not be obtained due to an air leak through a lifted edge of the laminating film. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure would not stabilize. According to the test method tm0301222 rev 3 the flow rate was found to be inadequate for the returned pad. (Acceptable range > 2.4 l/min. M2). Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.